Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. It was reported that the patient's pd catheter was not flowing. The peritoneal dialysis registered nurse (pdrn) flushed the catheter to clear it and noted that the effluent was cloudy. The same day, the patient was treated with vancomycin 1 gram (intravenously, frequency not reported) and fortaz 1 gram (intravenously, frequency not reported). Both antibiotics were reported to be ongoing. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the next day for the event and discharged 8 days after admission. On an unknown date during hospitalization, pd therapy was discontinued and hemodialysis was started. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapy was reintroduced. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot number h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This is the same patient as (B)(4).